Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that at around 2:00am, the patient woke up because her dexcom app alerted her that her blood glucose was 46 mg/dl, there was no bg taken during the time but her husband gave her an apple juice based on the cgm reading. After the treatment the cgm was still not increasing). The patient alleging that the dexcom app didn't alarm that her blood glucose was getting low and it only alerted her when it reached 46 mg/dl, her dexcom app settings was not sent to vibrate or silent and the alarm low was set to 70 mg/dl, patient was experiencing cold sweats. She asked her husband to drive her to the emergency room (ER) and arrived around 2:30am, the nurse checked her blood glucose which was reading 41 mg/dl while the dexcom was displaying no signal alert. She was treated with IV medication and the patient stayed at the ER for about 8 hours. During the stay, they performed urine tests and CT scan , the results were negative aside from the bloodwork where they found out that she was dehydrated and potassium was low. The blood glucose reading before leaving the ER was 99 mg/dl while the dexcom was showing sensor failure message. Her husband drove her back home and the patient was doing fine at the time of the report. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
No product or data was provided for investigation. The allegation and the probable cause cannot be determined.

Manufacturer narrative:
(B)(4).